Event description:
It was reported that this ambicor penile prosthesis (app) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device underwent a thorough analysis. The cylinders were visually and microscopically inspected. Both cylinders had wear at folds in the middle of the cylinder body. The first cylinder had a hole and resultant leak, consistent with sharp instrument damage, in the proximal end. The second cylinder had broken fabric threads from wear in the middle. The second cylinder also bulged when inflated. The pump was visually and microscopically inspected. A hole and resultant leak were found at the strain relief junction. The hole was consistent with sharp instrument damage. Analysis confirmed the reported clinical observations.

Event description:
It was reported that this ambicor penile prosthesis (app) exhibited inflation issues. A revision surgery was performed to explant and replace the device. No patient complications were reported.